Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The incision was enlarged to remove the lens and a replacement was implanted. Sutures were required to close the wound.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that a haptic plate had torn off and a piece of it was torn off and missing. There was a clear surgical residue on the lens. Conclusion - (no other conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.